Event description:
Allegedly while patient was walking out of a store, the neck suddenly failed, fractured, and gave way, causing him to stumble in excruciating pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01694, -01695. This report will be updated when the investigation is complete.